Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the biopsy channel was kinked and there was white residue a the control section. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus sent the device to a third party for culture testing where the results were as follows: - distal end/ forceps elevator: bacillus flexus - air/water channel (ch): no growth - biopsy ch/ suction ch: no growth the following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the reprocessing procedure for the scope. The scope did not fail adenosine triphosphate (atp) testing and was not ethylene oxide (eto) sterilized. Asp cidex opa-c (20398) was used as the cleaning and disinfectant solution with the endoscope. The minimum effective concentration was checked before each load. The asp evotech ecr (endoscope cleaner and reprocessor) (serial numbers: (B)(4) was used for the automated endoscope reprocessor (aer). The endoscope channel was being brushed with a boston scientific hedgehog single-use brush during manual cleaning. Pre-cleaning was being performed immediately after a procedure. Pre-cleaning instructions were performed per the olympus provided instructions for use (if)u pertaining to the scope. The endoscope was being leak tested with an olympus mu-1 leak tester prior to manual cleaning. No problems were noted with the aer. The last preventative maintenance was (B)(6) 2021 (every six months). The last reprocessing in-service conducted by an olympus endoscopy support specialist was (B)(6) 2021. There were no changes in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel were trained on how to properly reprocess an endoscope. The endoscope was being stored hanging in a scope cabinet in a closet with a high efficiency particulate air (hepa) filter. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the channel and elevator of the evis exera ii duodenovideoscope were sampled. The culture had been coming back with bacteria consistently. On (B)(6), 2021, the scope tested positive for one (1) colony forming unit (cfu) of bacillus cereus, one (1) cfu of bacillus species, and three hundred (300) cfus of staphylococcus epidermidis. On (B)(6), 2021, the scope tested positive for two (2) cfus of bacillus mycoides, two (2) cfus of corynebacterium amycolatum, fourteen (14) cfus of corynebacterium imitans, thirty-one (31) cfus of paenibacillus species, and three (3) cfus of staphylococcus pasteuri. The device was not used in between cultures. No patient harm reported.